Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clips premature deployment.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used for an esophageal leak during an esophagogastroduodenoscopy (egd) with esophageal stent placement procedure performed on (B)(6) 2024. During the procedure, the clip would not close and misfired during deployment. The clip had to be retrieved with a rat tooth forceps. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.